Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump passed displacement test and self test. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the customer's insulin pump had button error. The customer blood glucose was 177 mg/dl. The customer reported that they had received button error alarm occurred during normal use. The customer advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The customer advised that the pump will need to be replaced. The insulin pump will be returned for analysis.